Event description:
The information received from the affiliate states that this patient, who had been enrolled in the super sl study, returned to the hospital for a follow-up visit and it was discovered that a previously placed stent was fractured. The information states that this male was presented to the interventional lab for repair of a lesion located in the left superficial femoral artery (sfa). The lesion extended from the proximal sfa to the distal portion of the sfa. The total lesion length was 25.5cm, the occluded length was 20 cm. The lesion was calcified and eccentric. The percentage of stenosis before the procedure was 95%. The lesion was pre-dilated with a 5 x 80 mm fox balloon. Two smart stents (one 6 x 120 mm and one 7 x 120 mm) were deployed in the sfa, followed by post-dilation with the same balloon as the one used for pre-dilation. A third smart stent (7x80mm) was placed in the sfa, followed by post-dilation with the same balloon as the one used for pre-dilation. Pre and post procedural medications: 24 hr prior to the procedure 100 mg aspirin and 75 mg clopidogrel were given. During the procedure, 5000 iu heparin was given. At discharge, the patient was taking cardiovascular medication: heparin, aspirin, clopidogrel and low-molecular-weight heparin and cletone 40 (until aug-2006). The patient returned to the hospital for a 6 month follow-up visit. X-rays showed that a stent fractured. The fracture was located 10cm from the proximal edge of the stented area. A binary restenosis was confirmed by a duplex ultrasound. There was no occlusion (confirmed by duplex ultrasound). No intervention was performed to treat the fracture or restenosis.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents two products with the same catalog and lot numbers. Please note this medwatch represents two of three products that was involved in this event and is related to mfg# 9616099-2006-00756 and 9616099-2006-00755.